Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; the proximal conductor of the lead became extrinsically fractured due to a cut and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged. A new puncture was replaced to the same place by using a new delivery catheter, however, the measurements of the lv lead could not be taken including threshold, impedance and sensing. The measurement cables and analyzer were replaced and the device was restarted again but the issue was still observed. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.